Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 3 opened/used sensors and found all 3 sensor needles separated from sensor base. Unable to confirm customer received sensors in said condition due to customer return sensor opened/used. Complaint against sen-serter.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 40 mg/dl. Customer treated their low blood glucose via carbs. Customer¿s current blood glucose level was 367 mg/dl. Customer declined to troubleshoot for their high and low blood glucose levels.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.